Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "samples clotted."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. 100 retentions were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. No product issue was identified. The customer has reported that 3-4 inversions were performed after sample was drawn. The recommended mixing protocol in our instructions for use is 8-10 gentle and complete inversions. This is considered an off-label use of this product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "samples clotted."